Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during the drain cycle four of four of peritoneal dialysis (pd) therapy. The patient stated that their kitten bit through the line and the husband then cut the line. The patient was to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, animal damage to the cassette is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The "warnings and cautions" and "operating instructions-prepare for therapy" sections warn the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.